Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. Customer was instructed to call back if any malfunction code reappears and acknowledged understanding of the instructions.